Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found, which could be related to the observed exit block. The lead proved to be in conformance with specifications and free of defect. Damages, such as the cuts in the insulation 33cm distal of the is-1 connector pin, were probably caused during the explantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 4 months, a high ventricular threshold was reported. This was observed intraoperatively by psa measurement.